Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The model listed in the pli is a representative of the model family, as there is no specific model listed. The baseline gender characteristic is male for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿one-year follow-up in a prospective, randomized study comparing radiofrequency and cryoablation of arrhythmias in koch¿s triangle: clinical symptoms and event recording.¿ europace (2006) 8, 592¿595. Doi:10.1093/europace/eul051.

Event description:
The literature publication reports the following patient complications during an ablation procedure: there was one (1) patient who had a pneumothorax after a subclavian puncture; there was no treatment/resolution indicated by the author. The status/location of the lead/ablation catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.